Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had power loss. The customer¿s blood glucose was unknown. Customer also reported that the insulin pump had power error detected alarm. Customer was able to clear the alarm and able to complete insulin pump rewind. Customer stated that the notification light did not immediately stop flashing. Customer stated that issue with battery cap in past event. Customer troubleshooting was performed power error detected alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device trace download analysis confirmed the device alarmed power error 25. The power management tool confirmed power error 25 was triggered when the backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance electrical board 1. After disconnecting and reconnecting the internal battery connector on electrical board 1, the device was monitored and functioned properly. Device passed displacement test, sleep current measurement, active current measurement and self test. No battery cap received with device.